Event description:
It has been reported to philips that the allura xper fd20 system geometry movement was not working. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction in the geometrical movement. Review of the system log file showed that issue with geo-ipc. Fse reinstalled the software for geo-ipc. After reinstalled the software for geo-ipc, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.